Event description:
Seven burns on her back/burn all of her back/she had six big burns, it was hurting a lot [thermal burn], had some blisters [blister]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) years-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), device lot number 1278906/10, expiration date may2018, via an unspecified route of administration from (B)(6) 2016 at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported she only used the product for three hours, the product burned her back in (B)(6) 2016 (reported as one and a half week ago), and she had seven burns on her back. She went to the emergency room and saw a doctor there. She mentioned that she had the proof that doctor had to burst the burns, they were seven in numbers but six of them could not came down. She would be having scars on her back. Since then for a week she had not been able to work, she could not wear any jeans. She mentioned that she had purchased the burn spray and doctor gave her antibiotics because it was hurting a lot. And she also had some blisters and she need to visit her doctor so that he could burst the blisters. She was still experiencing burns on her back and she could send the pictures of her back if pfizer want them. The action taken of the product was permanently withdrawn in (B)(6) 2016. The outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events burns multiple and blister as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Based on the information provided, the events burns multiple and blister as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Seven burns on her back/burn all of her back/she had six big burns, it was hurting a lot/burn/multiple burns [thermal burn] , had some blisters [blister] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), device lot number 1278906/10, expiration date may2018, via an unspecified route of administration from (B)(6) 2016 at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported she only used the product for three hours, the product burned her back in (B)(6) 2016 (reported as one and a half week ago), and she had seven burns on her back. She went to the emergency room and saw a doctor there. She mentioned that she had the proof that doctor had to burst the burns, they were seven in numbers but six of them could not came down. She would be having scars on her back. Since then for a week she had not been able to work, she could not wear any jeans. She mentioned that she had purchased the burn spray and doctor gave her antibiotics because it was hurting a lot. And she also had some blisters and she need to visit her doctor so that he could burst the blisters. She was still experiencing burns on her back and she could send the pictures of her back if pfizer want them. The action taken of the product was permanently withdrawn in (B)(6) 2016. The outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (01sep2016): follow-up attempts are completed. No further information is expected. Follow-up (14dec2016): this contactable attorney reported by way of medical records. This (B)(6) female patient's relevant medical history included major depression/major depressive affective disorder, panic disorder with agoraphobia/episodes of panic attack and hyperlipidemia on an unknown date. Her family history was significant for depression (sister) and disorder of heart (mother) on an unknown date. On (B)(6) 2016, she reported burn/multiple burns and was prescribed silver sulfadiazine (silvadene) 1 % cream topically 2 times per day.

Event description:
Seven burns on her back/burn all of her back/she had six big burns, it was hurting a lot/burn/multiple burns [thermal burn] , had some blisters [blister] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), device lot number 1278906/10, expiration date may2018, via an unspecified route of administration from (B)(6) 2016 at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported she only used the product for three hours, the product burned her back in (B)(6) 2016 (reported as one and a half week ago), and she had seven burns on her back. She went to the emergency room and saw a doctor there. She mentioned that she had the proof that doctor had to burst the burns, they were seven in numbers but six of them could not came down. She would be having scars on her back. Since then for a week she had not been able to work, she could not wear any jeans. She mentioned that she had purchased the burn spray and doctor gave her antibiotics because it was hurting a lot. And she also had some blisters and she need to visit her doctor so that he could burst the blisters. She was still experiencing burns on her back and she could send the pictures of her back if pfizer want them. The action taken of the product was permanently withdrawn in(B)(6) 2016. The outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (01sep2016): follow-up attempts are completed. No further information is expected. Follow-up (14dec2016): this contactable attorney reported by way of medical records. This hispanic or latino female patient's relevant medical history included major depression/major depressive affective disorder, panic disorder with agoraphobia/episodes of panic attack and hyperlipidemia on an unknown date. Her family history was significant for depression (sister) and disorder of heart (mother) on an unknown date. On (B)(6) 2016, she reported burn/multiple burns and was prescribed silver sulfadiazine (silvadene) 1 % cream topically 2 times per day. Follow-up (16feb2017): this contactable attorney reported by way of medical records. This female patient used thermacare heatwrap (thermacare lower back & hip) with device lot number l12789.

Event description:
Event verbatim [preferred term] seven burns on her back/burn all of her back/she had six big burns, it was hurting a lot/burn/multiple burns/had some blisters [burns second degree] , applied the product directly to her skin/ while using thermacare, she did not check her skin frequently [device use error] , after using thermacare, burning and itching developed [pruritus] , . Case narrative:this is a spontaneous report from a contactable consumer. A 55-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number 1278906/10, expiration date may2018, via an unspecified route of administration from may2016 at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported she only used the product for three hours, the product burned her back in may2016 (reported as one and a half week ago), and she had seven burns on her back. She went to the emergency room and saw a doctor there. She mentioned that she had the proof that doctor had to burst the burns, they were seven in numbers but six of them could not came down. She would be having scars on her back. Since then for a week she had not been able to work, she could not wear any jeans. She mentioned that she had purchased the burn spray and doctor gave her antibiotics because it was hurting a lot. And she also had some blisters and she need to visit her doctor so that he could burst the blisters. She was still experiencing burns on her back and she could send the pictures of her back if pfizer want them. The action taken of the product was permanently withdrawn in may2016. The outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6)2016 : follow-up attempts are completed. No further information is expected. Follow-up(B)(6)2016 : this contactable attorney reported by way of medical records. This female patient's relevant medical history included major depression/major depressive affective disorder, panic disorder with agoraphobia/episodes of panic attack and hyperlipidemia on an unknown date. Her family history was significant for depression (sister) and disorder of heart (mother) on an unknown date. On (B)(6)2016, she reported burn/multiple burns and was prescribed silver sulfadiazine (silvadene) 1 % cream topically 2 times per day. Follow-up (B)(6)2017:this contactable attorney reported by way of medical records. This female patient used thermacare heatwrap (thermacare lower back & hip) with device lot number l12789. Follow-up (B)(6)2018: the contactable consumer reported by way of consumer questionnaire. This patient used thermacare heatwrap (thermacare lower back & hip) for back ache. She used the product on her lower back for two hours and burned her back on(B)(6)2016 . The patient reported she did not leave the product on while she was asleep. She applied the product directly to her skin. The skin was not damaged prior to usage of thermacare. The area was not bruised or swelled 48 hours prior to usage of thermacare. While using thermacare, she did not check her skin frequently. Thermacare was not used along with pain rubs, medicated lotions, creams or ointments. After using thermacare, burning and itching developed. She was under the case of a medical doctor and the diagnosis given by doctor was burns. The action taken of the product was permanently withdrawn on (B)(6)2016. The outcome of "applied the product directly to her skin/ while using thermacare, she did not check her skin frequently" and itching was unknown.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "had seven burns on her back". The cause of the burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description; the product expired (B)(6)2018. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] seven burns on her back/burn all of her back/she had six big burns, it was hurting a lot/burn/multiple burns/had some blisters [burns second degree] , applied the product directly to her skin/ while using thermacare, she did not check her skin frequently [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. A 55-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number 1278906/10, expiration date may2018, via an unspecified route of administration from may2016 at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported she only used the product for three hours, the product burned her back in may2016 (reported as one and a half week ago), and she had seven burns on her back. She went to the emergency room and saw a doctor there. She mentioned that she had the proof that doctor had to burst the burns, they were seven in numbers but six of them could not came down. She would be having scars on her back. Since then for a week she had not been able to work, she could not wear any jeans. She mentioned that she had purchased the burn spray and doctor gave her antibiotics because it was hurting a lot. And she also had some blisters and she need to visit her doctor so that he could burst the blisters. She was still experiencing burns on her back and she could send the pictures of her back if pfizer want them. The action taken of the product was permanently withdrawn in may2016. The outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6)2016 : follow-up attempts are completed. No further information is expected. Follow-up (B)(6)2016: this contactable attorney reported by way of medical records. This female patient's relevant medical history included major depression/major depressive affective disorder, panic disorder with agoraphobia/episodes of panic attack and hyperlipidemia on an unknown date. Her family history was significant for depression (sister) and disorder of heart (mother) on an unknown date. On (B)(6)2016 , she reported burn/multiple burns and was prescribed silver sulfadiazine (silvadene) 1 % cream topically 2 times per day. Follow-up (B)(6)2018: this contactable attorney reported by way of medical records. This female patient used thermacare heatwrap (thermacare lower back & hip) with device lot number l12789. Follow-up(B)(6)2018: the contactable consumer reported by way of consumer questionnaire. This patient used thermacare heatwrap (thermacare lower back & hip) for back ache. She used the product on her lower back for two hours and burned her back on(B)(6)2016 . The patient reported she did not leave the product on while she was asleep. She applied the product directly to her skin. The skin was not damaged prior to usage of thermacare. The area was not bruised or swelled 48 hours prior to usage of thermacare. While using thermacare, she did not check her skin frequently. Thermacare was not used along with pain rubs, medicated lotions, creams or ointments. After using thermacare, burning and itching developed. She was under the case of a medical doctor and the diagnosis given by doctor was burns. The action taken of the product was permanently withdrawn on (B)(6)2016 . The outcome of "applied the product directly to her skin/ while using thermacare, she did not check her skin frequently" and itching was unknown. Follow-up (B)(6)2018 : new information from product quality complaint (pqc) group included: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "had seven burns on her back". The cause of the burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description; the product expired (B)(6)2018. The product quality for the batch is not impacted by this complaint.